Event description:
Additional information received notes that the atrial and right ventricular (rv) leads were capped and replaced on 31 oct 2022. The patient condition was unknown.

Manufacturer narrative:
Correction: h6: updated health effect impact code to unexpected medical intervention, was previously reported as no health consequences or impact. Correction: b5: updated event description to reflect the programming changes that were made.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) and atrial leads. It was also noted that both the rv and atrial leads exhibited high capture thresholds and low pacing impedances. Programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
Related manufacturer report number: 2017865-2022-41759 it was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) and atrial leads. It was also noted that both the rv and atrial leads exhibited high capture thresholds and low pacing impedances. No changes or intervention was reported. The patient condition was stable.